Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it displaying the patient circuit disconnect alarm, delivering low vte (exhaled tidal volume), and delivering lower than set peep (positive end expiratory pressure) were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the root cause of the issues to be the ift.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was displaying the patient circuit disconnect alarm. Additionally, the device was delivering low vte (exhaled tidal volume) and lower than set peep (positive end expiratory pressure). There were no reports of patient use associated with the reported issues.